Manufacturer narrative:
Our quality engineer inspected the 4 sample photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there was cardboard within the sample tray. Bd determined that the cause of the failure was associated to our loading process. Incorrect handling of materials can result in the introduction of cardboard particulates into the trays. A retraining of manufacturing personnel involved in the loading process shall be performed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Material#: 309680, lot#: 3305023. It was reported by customer that bd 50 ml syringe luer-lok tip bulk sterile syringe had particulate on the top of syringe plunger. Rcc received a complaint via email. Bd 50 ml syringe luer-lok tip bulk sterile syringe convenience pak (ref: 309680, lot: 3305023, exp: 2028-10-31). On 1/10/2024, an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) had particulate on the top of syringe plunger. On initial syringe inspection, no other remaining 50 ml syringes impacted. #8 remaining 50 ml syringes. (Saved # 8 syringes for investigation as well). No patient harm. Escalation occurred prior to use. Syringe issue was escalated and remaining bulk sterile syringe convenience pak removed from IV complex. Pictures and sample will be sent by customer. Ref: 309680, lot: 3305023, exp: 2028-10-31. Follow-up: bd 50 ml syringe luer-lok tip bulk sterile syringe convenience pak (ref: 309680, lot: 3305023, exp: 2028-10-31). On 1/10/2024, an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) had particulate on the top of syringe plunger. On initial syringe inspection, no other remaining 50 ml syringes impacted. #8 remaining 50 ml syringes. (Saved # 8 syringes for investigation as well). No patient harm. Escalation occurred prior to use. Syringe issue was escalated and remaining bulk sterile syringe convenience pak removed from IV complex. 50 ml syringe saved for investigation and return. Do you want the # 8 remaining syringe in bulk convenience pak that were not impacted? Here is facility address. However, it would expedite sample return if you sent me electronic return label. (B)(6).

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter it was reported by customer that bd 50 ml syringe luer-lok tip bulk sterile syringe had particulate on the top of syringe plunger. Verbatim: rcc received a complaint via email, email(s) attached. Bd 50 ml syringe luer-lok tip bulk sterile syringe convenience pak on (B)(6) 2024, an associated identified one x 50 ml syringe (out of twenty syringes in the bulk convenience pak) had particulate on the top of syringe plunger. On initial syringe inspection, no other remaining 50 ml syringes impacted. #8 remaining 50 ml syringes. (Saved # 8 syringes for investigation as well). No patient harm. Escalation occurred prior to use. Syringe issue was escalated and remaining bulk sterile syringe convenience pak removed from IV complex. Pictures and sample will be sent by customer.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.